Event description:
Reportedly, the circulating nurse opened the hand piece and handed to the scrub nurse. While the scrub nurse was straightening out the cord, the device was placed on the patient face. Meanwhile, the circulating nurse plugged in the device, then the device self activated, and the tip of the device burned the patient on her cheek. The burn was the size of the tip of the hand piece. The burn was dressed. The generator used for the procedure was a conmed generator. Procedure: thyroidectomy.